Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available, omnipod software app version: data not available, smartphone operating system: data not available, smartphone hardware: data not available, cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patients' blood glucose (bg) level rose to 35 mmol/l (630 mg/dl) after their controller began not working and turning off on it's own. After attempting to troubleshoot the issue multiple times and it not fixing the issue, the patient was taken the hospital. The patient was using a backup method of insulin delivery, so they did not receive treatment, but finger pricks were taken every 2 hours to confirm bg levels were continuing to drop. The patient was discharged after 24 hours. A replacement device has been sent to the patient.